Event description:
It was reported that the patient presented for a lead revision procedure. Prior to the procedure, it was noted that the right atrial (ra) lead exhibited failure to capture and the right ventricular (rv) lead exhibited high capture threshold. The ra and rv leads was capped and replaced (B)(6) 2025. The patient was in stable condition throughout the procedure